Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. Additionally, it was reported that part of the device detached inside the patient, and it was successfully retrieved using rat tooth forceps. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the working length and the tip were found damaged (split/torn). The split affected the distal pierced hole, causing the wire anchor to be dislodged from the extrusion. The cutting wire was also observed to be broken and blackened. According to the product analysis, it is most likely that a peak of voltage could have caused the cutting wire to be broken and blackened. The additional encountered failures of the damaged working length and tip, and the dislodged wire anchor, are issues that could have been generated by the user or due to the interaction of the device with other devices used in the same procedure. Therefore, it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. The reported failure was noted during the procedure, and it is important to mention that no defects were reported by the user during the unpacking or preparation. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure, and the device had no influence on event. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This report pertains to one of three different hydratome devices used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire has snapped while using inside the patient. Additionally, it was reported that part of the device detached inside the patient, and it was successfully retrieved using rat tooth forceps. There were no injury nor patient complications reported as a result of this event.